Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient reported in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was under-sensing and episodes of ventricular tachycardia were not treated in a timely manner. Programming changes were made to resolve issue. The patient was hospitalized and suspected to have received external defibrillation therapy.